Event description:
The surgeon revised the poly and head on the patient's left hip for unknown reasons.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown poly. Additionally, an unknown head was reported. Based on the minimal information received, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report. Device not returned to manufacturer.